Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been an issue with some of the bins inside the refrigerator, causing an issue when trying to close the door. A field service engineer had confirmed that pharmacy staff would attempt to re-organize some of the bins the next day in an effort to prevent the door from being jammed in the future. The system had functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a remote manager is difficult to close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.